Event description:
Patient had surgery on (B)(6) 2019 and drain was placed. The drain was attempted to be removed twenty seven (27) days later but provider was unsuccessful. If the drain had been pulled on any harder, it would have broken in half leaving part of the drain within the patient. Patient was later taken to the operating room, requiring general anesthetic and laparoscopy to remove drain surgically. Manufacturer response for drain, 19 fr 6.3mm silicone round drain (per site reporter) : na.